Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a fenestrated evar, a 18f manta was deployed for closure in the right femoral artery. The patient bmi was recorded as 18.27. The IFU lists warning: the manta device is not recommended for use in patients having marked cachexia (bmi <20 kg/m2). The arteriotomy was noted as large, and no calcification or tortuosity. No complications reported gaining access with micropuncture, no ultrasound was used. Manta procedural requirements state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. No issues were reported advancing or withdrawing sheaths. During deployment, the physician thought the manta did not deploy properly and deployed subcutaneously. The patient had a previous inguinal hernia repair which was present in the area of access. Leaking was present around the manta sheath, and the physician opted for a surgical cut down and repair. The root cause of the manta deploying subcutaneously is likely due to the presence of the hernia repair which may have interfered with the manta deployment. However, due to insufficient information pertaining to the initial and deployment procedures, and no images were submitted for investigative purposes, the root cause can not be determined.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician reported an issue with the 18fr manta that did not deploy properly in the right cfa after a fevar procedure. A cutdown was performed and the artery was sutured for repair. Upon investigation the physician believed the manta was deployed subcutaneously which led to the cutdown and femoral artery repair of the right cfa. This could be also be due to previous inguinal hernia repair. Patient was fine post procedure with no residual issues. Additional information received on 25aug2021 and 26aug2021: during a fevar procedure, micro puncture access was obtained in the right cfa without problem. Right cfa vessel size described as large with no calcification and no tortuosity. There were no reported issues with advancing and withdrawing procedure sheaths. Physician reported that there was leaking around the sheath on the manta.